Event description:
On (B)(6) 2013, the patient underwent a primary left knee arhtroplasty due to osteoarthritis. Depuy attune products were implanted with competitor cement products. There were no indicated intra-operative complications. On (B)(6) 2020, the patient underwent a left knee revision due to pain, instability and tibial tray loosening at the cement to implant interface. The surgeon noted synovitis and hemarthrosis as well as minimal bone loss on the femoral side while removing the well-fixed femoral component. The patellar component was well-fixed and retained. Competitor products and cement were implanted. There were no indicated intra-operative complications.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a left primary attune to treat degenerative joint disease secondary to osteoarthritis. The patella was resurfaced and unknown cement was utilized. The procedure was completed without complications. Patient received a left knee revision to treat pain secondary to aseptic loosening. The surgeon notes this was a complex procedure due to the patient¿s bmi of 40.32. Upon entering the joint, the surgeon excised synovitis and arthrosis. The tibial component was loosened at the cement to implant interface and easily removed. The femoral component was well-fixed but revised. The patella was well-fixed and retained. There was no reported product problem with the revised tibial insert. The patient received competitor products utilizing competitor cement. The procedure was completed without complications. Doi: (B)(6) 2013. Dor: (B)(6) 2020; left knee.